Event description:
A customer reported the occurrence of a positively biased troponin I result. Elevated result of this magnitude might initiate cardiac catheterization. There was no report of patient harm as a result of this event.